Event description:
A physician reported a pt who was implanted in the upper and lower vermilion borders on 10/14/97. The procedures were uneventful and no prophylactic or post procedure interventions were prescribed. On 11/18/97 the sutures were removed and all the implant sites appeared normally healed and the correction was satisfactory. On 10/29/97 the pt called to report a constant scab in the right upper vermilion border that formed since the sutures were removed with something white in color that appeared to be coming out of the insertion site. The physician reopened the right upper vermilion border insertion site, re-trimmed the end of the implant and closed it with 6.0 sutures. He prescribed a 10 day course of oral augmentin. On 11/2/97 the pt reported improvement at the site. On 11/4/1997 on exam, the physician noted apparent extrusion in the right upper site (exact incision end not noted). He planned to observed the site and continue the oral antibiotics. The site was not cultured. On 11/9/1997 the physician added sutures to the site in an attempt to tighten up the incision. The site did not appear infected. On 11/10/1997 the physician removed the right upper vermilion border implant without complications, he observed no signs or symptoms of active infection; he directed the pt to stay on oral augmentin for 7 more days. On 11/19/1997 the upper right explanted area as well as the upper left and lower vermilion border sites were well healed. The pt reported no complaints.